Manufacturer narrative:
Rate response was programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant it was noted the patient's rate would increased to 110 beats per minute (bpm) while sitting in bed. The patient also experienced palpitations. This was occurring off and on for 20 to 30 seconds. Device programming was discussed. No adverse patient effects were reported.